Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was taken to the hospital by his mother because he could not walk, and he was weak and sweating. They were not able to confirm the cgm values at that time. At the emergency room (ER) the nurse checked a bg with an accu-chek meter and had a reading of 600 mg/dl. The mother was unable to confirm the cgm value at that time but stated it was inaccurate by 120 mg/dl. The patient was diagnosed with acidosis, given humalog insulin, and started dialysis every other day. No additional treatment information was provided. At the time of the report on 02/14/2023, the patient was gaining his strength a little bit and the mother stated he might undergo rehabilitation after his expected discharge the following weekend. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.